Event description:
A customer contacted beckman coulter inc. (Bci) in regards to receiving primary vacuum accumulator full errors and fluid leak from the hydropneumatic compartment. No injury was reported.

Manufacturer narrative:
The customer emptied and cleaned the full waste canister. The system was resumed. Service was cancelled.